Manufacturer narrative:
Pending investigation. Concomitant medical products: exactech novation acetabular cup, catalog no. 180-01-48, serial no. (B)(6). Exactech novation femoral stem, catalog no. 160-32-11, serial no. (B)(6). And exactech femoral head, catalog no. 142-32-00, serial no. (B)(6). Correction/recall number: z-2127-2021.

Event description:
As reported by legal notification, this female patient had an initial right tha on (B)(6) 2014. Following a period of post-implantation recovery and for years after the replacement surgery, the patient's right exactech hip device performed as expected. The patient was revised on (B)(6) 2020 due to polyethylene liner wear failure resulting in significant tissue damage and synovitis. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for prosthesis wear as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely the result of a combination of the risk factors specified. However, this cannot be confirmed as the devices, radiographs, and operative notes were not provided.